Manufacturer narrative:
A (B)(6) customer contacted a siemens customer care center and reported that a falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl 200 instrument. The customer indicated that quality control (qc) recovered acceptably for cre2 before the sample was processed. The customer reported that they had several burnt-out lamps during the past months and that they heard a loud "jamming" noise in (B)(6) of 2022. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a system check, which was acceptable. The cse inspected the photometer cables and determined that they were rubbing. The cse observed a white cable was completely rubbing. Then, the cse replaced the black photometer cable. Later, the cse rebooted the instrument, which started without issues. Also, the cse noticed input/output controller (ioc) errors and powered off the instrument. Then, the cse checked all connections again, rebooted the instrument, and adjusted the syringe gap. The cse ran system check, which passed. The customer ran qc, which recovered acceptably. The cause of the falsely depressed cre2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl 200 instrument. The falsely depressed result was not reported to the physician(s). The sample was repeated on the same instrument and a higher result was obtained. The repeat result was considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed cre2 result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00169 on 07-jul-2022. Additional information (12-jul-2022): siemens further investigated the falsely depressed creatinine (cre2) result. Siemens determined that pre-analytical variables or sample specific issues potentially contributed to the falsely depressed cre2 result. Pre-analytical variables can impact the quality of the sample, which can affect results. The medical device problem code in h6 was updated to reflect that a falsely depressed result was obtained for this event. The instrument is performing according to specifications. No further evaluation of this device is required.